Event description:
It was reported a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, the filter migrated. The patient alleges to experience pain and discomfort due to the filter removal surgery. Approximately three years and one month post filter deployment, review of x-rays demonstrated filter limbs extending beyond the caval wall with erosion of l3 and the patient reported having back pain. Approximately four years and six months post filter deployment, during a retrieval procedure, multiple attempts to snare the filter were unsuccessful secondary to the filter being tilted. Approximately five years and four months post filter deployment, the filter was retrieved in its entirety via an open abdominal procedure. Approximately four days post filter retrieval, the patient was discharged in stable condition.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep vein thrombosis, pelvic mass and bilateral pleural effusions was scheduled for inferior vena cava (ivc) filter placement prior to right salpingo-oophorectomy with omentectomy and peritoneal sampling with bilateral periaortic lymph node dissection. The right common femoral vein was accessed and the renal veins were identified at the mid l1 level. A retrievable filter was deployed at the l3 level in normal position. Manual pressure was held and there were no complications. Approximately eleven months post filter deployment, the patient inquired about filter retrieval and approximately one year one month post filter deployment, the patient was evaluated and the decision was made to leave the filter in place. Approximately three years one month post filter deployment, x-rays were reviewed which demonstrated filter limbs extending beyond the caval wall and a slight erosive change at the l3 vertebral body. The patient was informed of the results and reported having low back pain. Approximately four years six months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and multiple attempts were made to snare the hook of the ivc filter which were unsuccessful. The hook was embedded within a fibrin sheath of the anterior wall of the ivc. Completion imaging demonstrated no extravasation of contrast or significant narrowing of the vena cava. The patient was referred to vascular surgery. Approximately five years four months post filter deployment, the patient with complaint of abdominal pain and back pain was scheduled for open removal of the vena cava filter. An incision was made and the rectus fascia was opened. The vena cava was visualized and six limbs were extending beyond the confines of the caval wall. A transverse venotomy was made approximately 1.5 cm below the renal veins and all but one limb of the filter was cut. The main body of the filter and attached filter limb were removed followed by the remaining filter limbs. The venotomy was closed and the duodenum was put back in place. The skin was closed and the patient was transferred in good condition having tolerated the procedure well. Approximately four days post filter retrieval, the patient was discharged home in stable condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately three years one month post filter deployment, x-rays were reviewed which demonstrated filter limbs extending beyond the caval wall and a slight erosive change at the l3 vertebral body. Approximately four years six months post filter deployment, multiple attempts were made to snare the hook of the ivc filter which were unsuccessful. The hook was embedded within a fibrin sheath of the anterior wall of the ivc. Approximately five years four months post filter deployment, an incision was made and the rectus fascia was opened. The vena cava was visualized and six limbs were extending beyond the confines of the caval wall. A transverse venotomy was made approximately 1.5 cm below the renal veins and all but one limb of the filter was cut. The main body of the filter and attached filter limb were removed followed by the remaining filter limbs. Therefore, based on the provided medical records the investigation can be confirmed for perforation of the ivc wall and difficulties removing the filter. The investigation is inconclusive for the alleged filter tilt and migration. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, the filter allegedly tilted and embedded in the wall of the ivc, migrated, and filter strut(s) perforated into organs. After an attempted but unsuccessful percutaneous removal procedure, the filter was removed via an open abdominal procedure. The patient alleges to experience pain and discomfort due to the filter removal surgery. Based on a review of medical records received, approximately three years one month post filter deployment, review of x-rays demonstrated filter limbs extending beyond the caval wall with erosion of l3 and the patient reported having back pain. Approximately four years six months post filter deployment, during a retrieval procedure, multiple attempts to snare the filter were unsuccessful secondary to the filter being tilted. Approximately five years four months post filter deployment, the filter was retrieved in its entirety via an open abdominal procedure. Approximately four days post filter retrieval, the patient was discharged in stable condition. No additional information was provided in the medical records received.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of deep vein thrombosis, pelvic mass and bilateral pleural effusions was scheduled for inferior vena cava (ivc) filter placement prior to right salpingo-oophorectomy with omentectomy and peritoneal sampling with bilateral periaortic lymph node dissection. The right common femoral vein was accessed and the renal veins were identified at the mid l1 level. A retrievable filter was deployed at the l3 level in normal position. Manual pressure was held and there were no complications. Approximately eleven months post filter deployment, the patient inquired about filter retrieval and approximately one year one month post filter deployment, the patient was evaluated and the decision was made to leave the filter in place. Approximately three years one month post filter deployment, x-rays were reviewed which demonstrated filter limbs extending beyond the caval wall and a slight erosive change at the l3 vertebral body. The patient was informed of the results and reported having low back pain. Approximately four years six months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and multiple attempts were made to snare the hook of the ivc filter which were unsuccessful. The hook was embedded within a fibrin sheath of the anterior wall of the ivc. Completion imaging demonstrated no extravasation of contrast or significant narrowing of the vena cava. The patient was referred to vascular surgery. Approximately five years four months post filter deployment, the patient with complaint of abdominal pain and back pain was scheduled for open removal of the vena cava filter. An incision was made and the rectus fascia was opened. The vena cava was visualized and six limbs were extending beyond the confines of the caval wall. A transverse venotomy was made approximately 1.5 cm below the renal veins and all but one limb of the filter was cut. The main body of the filter and attached filter limb were removed followed by the remaining filter limbs. The venotomy was closed and the duodenum was put back in place. The skin was closed and the patient was transferred in good condition having tolerated the procedure well. Approximately four days post filter retrieval, the patient was discharged home in stable condition. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported a vena cava filter was deployed in a patient diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, the filter allegedly tilted and embedded in the wall of the ivc, migrated, and filter strut(s) perforated into organs. After an attempted but unsuccessful percutaneous removal procedure, the filter was removed via an open abdominal procedure. The patient alleges to experience pain and discomfort due to the filter removal surgery. Based on a review of medical records received, approximately three years one month post filter deployment, review of x-rays demonstrated filter limbs extending beyond the caval wall with erosion of l3 and the patient reported having back pain. Approximately four years six months post filter deployment, during a retrieval procedure, multiple attempts to snare the filter were unsuccessful secondary to the filter being tilted. Approximately five years four months post filter deployment, the filter was retrieved in its entirety via an open abdominal procedure. Approximately four days post filter retrieval, the patient was discharged in stable condition. No additional information was provided in the medical records received.